Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 110 mg/dl. The customer stated that the insulin pump would go into threshold suspend mode even though her blood glucose reading was not near the suspend limit. She noted that she was very annoyed with the continuous glucose monitoring system and that the device kept alarming. It was found that the customer did not calibrate during a stable time; advised to transfer the customer for further assistance but she declined. Nothing further reported.